Manufacturer narrative:
A review of data and information provided by the customer was performed, however no definitive part was identified as the cause of the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional decreased hgb patient results were reported after the current event was identified. A review of tracking and trending for the alinity hq processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely depressed hemoglobin result generated on the alinity hq processing module (B)(6) for one sample. The following example data was provided: 21jan2025, sid (B)(6)(: initial result on (B)(6) = 5.92 g/dl, repeat on (B)(6) = 11.4 g/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed hemoglobin result generated on the alinity hq processing module (hq01007) for one sample. The following example data was provided: (B)(6) 2025, sid (B)(6): initial result on hq01007 = 5.92 g/dl, repeat on hq01190 = 11.4 g/dl no impact to patient management was reported.